Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button and multiple pump error alarms . The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button could have been pressed down for 3 minutes or longer. Customer also reported to have received multiple pump error alarms and troubleshooting shooting was performed and customer was able to complete the rewind process and passed self-test. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No unexpected software error detected, the hardware rtc date and time disagrees with the software maintained date and time, or trace pointers are invalid alarms noted during testing however, the downloaded history files confirmed software error detected alarm (line number 32000 file number 459) and the hardware rtc date and time disagrees with the software maintained date and time alarms, fault isolated to the electronic assembly. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected trace pointers are invalid alarms were noted.